Event description:
On 02-may-2025, the initial electrode was placed fairly uneventfully through the round window but reportedly had lots of open electrodes on impedance testing. A back-up implant was eventually implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, intra operative measurements showed several channels in hi status. As initial electrode was reportedly placed fairly uneventfully the observed affected channels are most likely due to temporary air bubbles over the active electrode contacts. A back-up implant was implanted. The concerned device has not been received for investigation yet.

Manufacturer narrative:
The device has not been implanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the initial electrode was placed fairly uneventfully through the round window but reportedly had lots of open electrodes on impedance testing. A back-up implant was eventually implanted.